Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Remote service engineer (rse) connected with the customer and remotely and confirmed system was not starting up. Upon troubleshooting, customer found the host pc¿s hdd led was not blinking and there was no power in drive bay and confirmed defective host pc. The philips field service engineer (fse) inspect the system onsite and confirm the reported issue. Review of the system log file showed that there was a malfunction in host pc. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis. To resolve this issue, fse replaced host pc and hdd. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.